Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated that the vibrate and tone functions on the insulin pump are no longer functioning. The customer also stated that there is a crack in the insulin pump's casing. Troubleshooting was performed, and the insulin pump failed the self test. Nothing further was reported.